Event description:
Something appears to be lodged in the forward water jet of the endoscope forcing a bifurcated stream of water instead of one continual stream. This caused the pressure to be increased causing a mucosal abrasion in the right part of the colon. Doctor was unsure if the bifurcated stream was apparent prior to the case, or happened interprocedurally. If prior to the case, then this could be a cross contamination issue. During an internal review, it was identified that this event was not reported to FDA by the importer as required by 21 cfr 803. This event was reported to the manufacturer on 07/26/2018. The manufacturer reported this event to FDA under report # 3001722928-2018-00057.